Event description:
The pacemaker was inserted at the medical ctr due to an irregular heartbeat. About two weeks ago, the lead wire was discovered to be broken on a routine check up by a physician. It was (ie the device) also not functioning. The device was then removed and replaced.